Event description:
The complainant reported her daughter, who is severely disabled due to cerebral palsy, visited the hosp for a temporary tubing to develop a tract in preparation of the cecostomy mickey button device. Two mos later, the daughter was scheduled for a cecostomy and according to the mother they did not have right sized mickey button device, they gave her a chait trapdoor device. During her consult with the physician, the mother was told that she may have difficulty opening the trap during insertion. The mother asked for a demo of the chait device. She was told to call their office if there are any problems. She was also given an emergency foley catheter device as a precaution, if problems arised with the chait device. The next day, the mother attempted to insert the device with great difficulty, opened the trap and completed the insertion. The following day, the device fell out. The complainant contacted uc davis who instructed her to insert the emergency foley catheter as a temporary measure and visit their ER immediately. During the ER visit, the mother, the nurse informed her that they inserted the device proeprly. The complainant inquired about the mickey button device and discovered the product was not ordered. The dr's office scheduled her daughter for an appt for the device nine days later. Mother and daughter visited the hosp. The complainant was told the dr went on emergency maternity leave. The dr's office scheduled another appt for daughter eleven days later. Mother and daughter visited hosp. The complainant spoke to nurse who examined the catheter deivce. She changed the balloon fluid from saline to sterile water and assured the mother, the order of the mickey button would be straighented out. A nurse from same office of asked mother to order mickey device, which further added to her frustration.